Event description:
As described by user: "while in an ambulance, the monitor's display was reduced to half size, blanked out and then the monitor "smoked". Customer stated that the event had no effect on the pt.